Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. The 85% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex (lcx). The 2.50x28mm promus element plus stent was advanced to the lesion but was unable to cross. Then a guidewire was added and they performed several attempts to deploy the stent but failed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent damage was also noted. A visual and microscopic examination found that the stent was damaged. The stent was flattened at the 11th most proximal strut row. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).